Event description:
Reporter indicated that device diagnostic testing at office visit in november 2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the genorator was not at end of service. The patient reported that they could no longer tell when the device was stimulating. Lead break is suspected although x-ray did not reveal any obvious discontinuities in the ncp system. The patient is scheduled for device replacement surgery in 2003.